Event description:
A (B)(6) male pt contacted zoll customer support to report a battery fault on the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault on charger) was confirmed. As received, the battery would charge in the charger, but did not power on a monitor. Upon eval, the battery cells had a low output voltage of 5.46, which is too low to power on a monitor. The root cause of the low output voltage cannot be positively identified, but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.